Event description:
It was reported that the cage backed out (about 1cm) during a left l4-l5 via open transforaminal lumbar interbody fusion (tlif) and minimally invasive spine (mis). It was confirmed when the x-rays were taken on 2-week post-op. No revision surgery is under consideration.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.